Event description:
It was reported that the ventricular device prematurely separated from the delivery catheter during the implant procedure. No additional intervention was required as the device was already fixated with adequate electrical values. The patient was in stable condition and will continue to be monitored.